Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was performing yard work when she suddenly collapsed and lost consciousness (loc) without any preceding warning signs. The patient could not recall the event and reported abruptly blacking out. Prior to the episode, the cgm displayed a glucose reading of approximately 250 mg/dl. A confirmatory fingerstick blood glucose (fsbg) was not obtained due to the loc. Emergency medical services (ems) arrived at which time the patient regained consciousness. An on-site fsbg measured approximately 600 mg/dl. A concurrent cgm reading was unavailable, as the patient¿s phone was left at home. The patient received treatment with intravenous (IV) fluids, resulting in a decrease in blood glucose to approximately 350 mg/dl. The patient was admitted for observation and showed continued improvement throughout the hospital stay. By the time of discharge on (B)(6) 2026, her blood glucose had decreased further to approximately 200 mg/dl (method not specified). The documentation does not indicate who contacted ems, the mode of transport to the ed, whether IV fluids were administered by ems or upon arrival in the ed, or if any diagnostic tests, laboratory work, medical diagnoses, or timing of IV insulin administration were documented during the course of the event. During the report, the patient reported feeling improved and stable. No other details were provided. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.